Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: h3 and h6. It has been over nine (9) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the swivel nut was missing, blurry image, and the damaged and misaligned lens can be attributed to user error, improper handling, as well as application of excessive force. Regarding the worn eyepiece and yellowish light guide bundle can be attributed to wear and tear, and to frequent use and lack of maintenance and poor reprocessing (cds). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the rigid endoscope telescope swivel nut was missing. There were no reports of patient involvement.